Event description:
Pt was revised to address hip pain.

Manufacturer narrative:
The (B)(4) was voluntarily recalled from the market in (B)(6) 2010, and the (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered injury and excessive levels chromium and cobalt. There is no new information that would change the outcome of the investigation.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint updated (B)(4) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.